Manufacturer narrative:
Corrected fields: b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing lead impedance high out of range. The lead shows no sign of noise and was capturing correctly. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing lead impedance high out of range. The lead shows no sign of noise and was capturing correctly. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the device right atrial (ra) lead sensing was turned off due to lead issue.

Event description:
It was reported that this right atrial (ra) lead exhibited shock lead impedance high out of range. The lead shows no sign of noise and was capturing correctly. The lead remains in service. No adverse patient effects were reported.